Event description:
It was found that the atria lead was showing noise/over sensing on the atrial electrograms (egm) causing atrial tachycardia/atrial fibrillation (at/af} episodes. Low atrial impedance of 190 ohms was also noted on (B)(6) 2021 resulting in carealert" lead was manufactured by st jude. Case#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).